Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported that during incoming inspection at the warehouse, it was discovered that the package seal was peeling off of twenty-three products and one product had a crease in the sealing area. There was no patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. One unit a confirmed the presence of a crease and/or fold in the seal of the pouch. DHR was reviewed and no discrepancies were found. The root cause was determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.